Event description:
It was reported that patient¿s ipg failed to establish communication with external devices, as a result patient couldn¿t charge the ipg. Reportedly, the battery was later confirmed inoperable. Patient underwent surgical intervention on (B)(6) 2019 wherein the ipg was explanted and replaced. Effective therapy was established post operatively.